Event description:
Manufacturer report number 1627487-2019-05243.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2; reference manufacturer report number: 1627487-2019-05243. It was reported that during an unrelated spinal fusion procedure, the patient's lead was damaged resulting in stimulation being available on one side only. As a result, the patient's leads were explanted and replaced (with a single lead/different model) to address the issue. The patient's implantable pulse generator (ipg) was electively explanted and replaced (with a different model) during the procedure.